Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 02-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 130 mcg/day) via an implanted pump. It was reported that during the elective eri (elective replacement indicator) replacement procedure, the hcp checked the existing catheter by attempting cap (catheter access port) aspiration and the catheter did not aspirate any fluid, so the catheter was replaced during the procedure. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was indicated that the hcp had no further information to provide regarding the event.